Manufacturer narrative:
The site refused to provide the patient's weight. The initial reporter contacted the manufacturer stating the mayfield was not tight and the patient's head dropped down. The case was completed, and navigation was used with the understanding that the registration was off. No part return is expected. Software has not been evaluated as of the date of this report.

Event description:
A site surgical technician alleged that while in a cranial procedure, the navigation was approximately 10cm off after going sterile. The site representative verified the frame was on correct by removing and re-adding it and confirmed there was no drape in the way. The surgeon decided to discontinue use of navigation. The surgery was completed with no impact to the patient outcome.